Event description:
Boston scientific received information that over the past 4 months, this right ventricular (rv) defibrillation lead has exhibited a gradual decrease in pacing impedances. On (B)(6) 2011, the pacing impedances were less than 200 ohms. In addition, the amplitude has decreased and noise was present on the rv and shock egm. The noise was reproducable with isometric testing in the clinic. A lead revision may be performed in the near future. At this time, the lead remains implanted as the patient has not received any therapies or experienced any sustained tachyarrhythmias over the past 2 years. No adverse patient effects were reported.

Event description:
A revision procedure was performed on (B)(6), 2011. The right ventricular lead was surgically abandoned and replaced with a competitor lead. No additional adverse patient effects reported.

Manufacturer narrative:
The rv lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this issue may have been due to a possible insulation breach which occurred on the right ventricular lead. No additional information was obtained and with current information the lead remains surgically abandoned at this time. No adverse patient effects were reported.

Manufacturer narrative:
The explanted portion of the lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.